Event description:
It was reported that the patient had three shocks in twenty four hours and they called about the device. Pt is on monitor at the hospital and was scheduled to see the cardiologist. Followup was not able to confirm whether the shocks were appropriate. The device remains in use. No further patient complications noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.